Event description:
It was reported that the customer could not acquire a cine run on the 9600 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc.